Manufacturer narrative:
Medical devices continued: 1888tc lead implanted: (B)(6) 2009; 7170 lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was episodes of noise on the device. The device remains in use. No patient complications have been reported as a result of this event.